Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right ventricular (rv) lead was found to have been implanted through a patent foramen ovale and was screwed into the left ventricle. The lead was explanted and a new lead was successfully implanted in the right ventricle. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the electrode tip found no anomalies. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead was found to have been implanted through a patent foramen ovale and was screwed into the left ventricle. The lead was explanted and a new lead was successfully implanted in the right ventricle. No additional adverse patient effects were reported.